Event description:
The customer reported to olympus the endoeye flex deflectable videoscope, there was a bad image. It is unknown when the event took place. There was no reports of health hazard to the patient or user of the device. The subject device was subsequently evaluated and confirmed by olympus and detected an image noise occurred during up/down direction angle operation due to the disconnection of the imaging cable, and the image does not appear. Noise occurs due to damage to the imaging unit and no image is output. Image color tone is abnormal due to damage to the imaging unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The image noise occurred during up/down direction angle operation due to the disconnection of the imaging cable, and the image does not appear. Noise occurs due to damage to the imaging charged couple unit and no image is output. The image color tone is abnormal due to damage to the imaging unit. Additional findings are as follows: the insertion tube was found to have blooming, the color tone of the image is abnormal and has a part crack, or damage to the charged cable device unit causing the image cable noise, curved rubber scratch caused by an external source was recognized, the curved rubber bond was missing at the curved rubber part due to a crack, damage or deformation, the operation body has scratches found on the operational part due to external factors, scratches were found on the grip part due to external factors, scratches were found on the up/ down plate due to external factors, scratches found on the right / left knob were also found due to external factors, the video connector is cracked, scratches were found on the video connector, scratches were found on the light guide connector, the light guide connector is deformed, scratches on the light guide cover glass, and scratches were found on the video connector case. A definitive root cause for this issue was not established. However, it is probable that the image failure occurred due to breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using a clean lint-free cloths. Turn on the video system center, light source, monitor and inspect the endoscopic image as described in their respective instruction manuals. Adjust the brightness level as appropriate. While observing the palm of your hand, confirm that the examination light is on and that the endoscopic image is free from irregularities. Angulate the endoscope and confirm that the endoscopic image is free from irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.